Manufacturer narrative:
In response to FDA report number: mw5090834. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphedema and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema and capsular contracture, baker grade unknown.

Event description:
Patient reported via regulatory agency "continual pain in affected breast (right) which radiated down arm", "sharp stabbing pain in chest", "swelling off and on that would exacerbate lymphoma in right arm", "extreme discomfort wearing bras, increased swelling, pain",¿ruined 4 bras because the implants were so hard they bent the underwire¿, "implant would turn 180 degrees in chest", "it was so painful, when my ps manipulated it brought tears to my eyes", "severe capsular contracture", "had to remove the implant clean out scar tissue and reinsert", "had extreme limited range of motion in my right arm and was unable to lift my arm above my shoulder for those 3 plus years", "constant pain", "swelling" and "unbearable itching. This record represents the right side. The device has been explanted.